Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was broken at the top of the reservoir compartment. Blood glucose was unknown at the time of incident. No symptoms or treatment were reported. It was also reported that the display is damaged and that the bolus button is damaged. Troubleshooting was not performed. Product was returned for analysis.